Event description:
It was reported that "when the blade was connected on the handle, the light pipe detached from the blade". No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was received and returned to the manufacturing site for evaluation. The manufacturing site reports a visual exam was performed and small broken pieces were observed in the packaging. It was also stated that the spot welding joint was intact. The manufacturer also reports that this product family is inspected 100% prior to shipment so it is confirmed that the device left the manufacturing site fully functional. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. Based on the investigation performed, the complaint is confirmed. It seems that for some reason it sustained unexplained physical damage. The product cannot withstand the unexplained external impact. Because of the increasing trend in greenlite breakage complaints, a CAPA has been opened to address this issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when the blade was connected on the handle, the light pipe detached from the blade". No patient involvement reported.